Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not fit onto the pump. Reportedly, a new cartridge was loaded to address the event. Blood glucose was 224 mg/dl.